Manufacturer narrative:
Lt was reported that colonic ftrd was used to treat a tubular colonic ademoma in the right flexure. Successful clip application prior to tissue resection was not visually verified by the user. As a result a perforation occured. The device was returned and technically analyzed by us. No deviation from product specification or malfunction could be found. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of the target tissue. This report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: follow up questions ftrd system perforation-clip detached failure_ 10-03-2024 annex 1.

Event description:
Colonic ftrd was used to treat a tubular adenoma in the right colonic flexure. Successful clip application was not verified before tissue resection and a perforation resulted. The patient went to surgery, where the perforation was not found. Subsequently, the patient developed abdominal pain and needed additional laparoscopic surgery. Patient had an ICU stay and longer hospitalization before discharge.